Event description:
The customer alleged they received questionable tina-quant d-dimer results on their c501 analyzer. The customer provided data for two patients, one of which had a discrepant result. The patient's sample was tested in a sample cup. The first patient's initial d-dimer result was 0 ng/ml. The first patient's repeat result was 2758 ng/ml. The customer stated the patient's final report was 2758 ng/ml. The patient was not adversely affected by this event. The d-dimer reagent lot number was 682087. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. The quality control was within range. A reagent issue was excluded. The reaction kinetics from the discrepant result were provided for investigation; an interference is unlikely. Based upon the information provided, the zero result was likely due to pre-analytical issues.